Manufacturer narrative:
The product has not been returned at this time. A site eval was performed by tech. The condition could not be duplicated. Damage to the hand control area was noted. The hand control was replaced.

Event description:
The facility staff claims the table moved a couple of inches downward without inputting a command. No injuries were reported.